Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08655 inches. Successfully downloaded the trace and history files using thump. The pump was monitored, and no blank display, pump error 25 alarm, or unexpected power/battery alerts were noted during testing. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:28:58 am. There was no power data available for the event date of 3/8/2023. Unable to check power data for unexpected battery power loss, power loss alarm, or pump error 25 alarm. A review of the pump history file reveals there were four (4) pump error 25 alarms (on (B)(6) 2023 23:00, (B)(6) 2023 03:00, (B)(6) 2023 07:00, and (B)(6) 2023 13:00) and no additional excessive or unusual power/battery-related alarms were noted. The pump was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. Unexpected battery power loss (power loss alarm) is not confirmed. Pump; error 25 alarms are confirmed. Unable to determine root cause due to no moisture or physical damage was found on the hardware and no power data available for the event date. Fault is isolated to the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display, power loss alarm, and replace battery alarm. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring, however, the issue was resolved after the pump restart. The customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The customer was able to clear the alarm but the pump did not rewind. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.